Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave over- sensing associated with the right ventricular (rv) lead. It also indicated rv over- sensing due to noise.

Event description:
It was reported the lead displayed noise and t wave over-sensing. Additionally, the device was set to store tip to ring on electroca radiograms, but sensed the tip to coil. Pocket manipulations and physical maneuvers were applied and over-sensing was not reproduced. It was noted, that at least on one occasion, the patient was playing with a very strong magnet and uses electronic devices such a I pads "a lot." The device and lead remain in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.